Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, it was explanted. The reason for explant and replacement product were not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician attempted to repair the valve with the annuloplasty band but could not get the valve to be competent with typical left ventricle pressurization. Therefore, the band was explanted and the valve was replaced. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.